Event description:
New information received notes that the device was reprogrammed and remains implanted. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up, t-wave oversensing was observed. Intermittent emi exposure was suspected. Programming changes were recommended.